Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that nontemplate aligner arch - suresmile aligners - the aligners have sharp edges that are causing cuts, sores and rawness to the patient's tongue and cheek.

Manufacturer narrative:
We reviewed the DHR for this (B)(4) / patient ID# (B)(6)/ practice ID# (B)(4), qty. (B)(4) items assy-500011 (aligners) and 2 items assy-500010 (templates) were packaged by the third shift by bag-and-box operation on august 16, 2024, manufacturing cell 1, equipment bag-16. The sales order was inspected and met with the acceptance criteria provided by qa. We received the return of 15 aligners corresponding to the sales order (B)(4), patient ID: (B)(6). The lower aligners from stages 5 to 11 were in a ziploc bag, while the aligners from stages 19 to 22 were inside their sealed packaging bags. We reviewed the lower aligners from stages 5 to 11 and did not find any issues with sharp edges on the returned devices. Failure mode - sharp edges. Root cause - no defect proven during the manufacturing process. Conclusion code - no failure found.